Event description:
The handpiece was placed on the drape (not in the holster). A burn was discovered after the procedure when the drape was removed. There was a minor burn to the breast and then they saw the pencil had burned through the drape. The nurse is questioning why no one noticed the sound that should have been occurring if the pencil was activating.